Manufacturer narrative:
(B)(4). The reported event was unable to be confirmed. A complete lead was returned in three pieces for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found all damages consistent with that occurring at time of explant. (B)(4).

Event description:
The sensing amplitude of the right ventricular lead was noted to be low. During a device replacement procedure due to eri, the lead was explanted and replaced. The patient was stable.